Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI (di): (B)(4).

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2016-05328. It was reported the patient stated she heard a "pop" when she moved a certain way. Afterwards, inadequate coverage became present. Both of the patient's leads were later found to have migrated. As a result, the patient's leads were repositioned via surgical intervention on (B)(6) 2016. Surgical intervention resolved the patient's issue.